Manufacturer narrative:
Bayer product analysis received and examined one returned low pressure connector tubing (lpct). Visual examination confirmed the presence of a particle within the tube set. The particle was identified as degraded resin from the tubing extrusion process and was partially connected to the inside wall of the tubing. Our investigation determined that the particle noted in the lpct was introduced during the manufacturing process. (B)(4).

Event description:
The site reported the following: a foreign body was found inside the low pressure connector tubing (lpct) of a sss-ctp-spk syringe kit. The kit was removed from the area and was not used for a patient.

Manufacturer narrative:
Country of the initial reporter was incorrectly entered as the us and should have been (B)(6). This has been corrected in section.